Event description:
It was reported that the patient experience discomfort due to extract-cardiac stimulation from the right ventricular lead. The reported lead was explanted and replaced on (B)(6) 2023. The patient is recovering from procedure.